Event description:
It was reported that the pt's knee was revised due to unk health problems.

Manufacturer narrative:
Eval summary: it is reported that the pt was revised after having a zimmer knee implanted in 2005. No devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the component such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records for the tibial, femoral, and articulating surface components did not find any deviations or anomalies. Review of the device history records for the bone screw was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.